Manufacturer narrative:
Customer letter not requested. This was determined reportable per edwards lifesciences procedures. DHR has been started.(B) (4) = leaflet damaged due to suture jamming.device will not be returned, discarded at hospital.

Event description:
Reportedly, the device was explanted at implant due to difficulty with a suture. Per the cer: patient was recovered as of (B) (6) 2010. It was reported that "magna 3000j21 was implanted for avr to correct as on (B) (6) 2010. The suture got jammed during the implant, and the leaflet of the valve was damaged while the customer was trying to untie the suture. Magna 3000j21 was explanted at implant and another magna 3000j21 (B) (4) was implanted as a replacement." Customer commented that this explant was not device related. Report only. Npr. Device was discarded at the hospital and will not be returned for evaluation.

Event description:
Original date of surgery, (B)(6)2010 rcr. Patient presented 8-10 days post op with purulent drainage, pus, tenderness, swelling, redness, diagnosis of ssi by surgeon. Incision and drainage done on (B)(6)2010; culture is negative. A cannula was used in this case. Patient is not a smoker; no allergies/asthma, no diabetes, no drug/alcohol factors.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.